Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. Visual observations revealed no anomalies with the eiii gun. When the device was tested with an eiii needle, it was found out that there was a broken needle stuck inside the shaft of the expressew iii. The broken needle couldn¿t be removed. The reported failure can be confirmed. The gun functions as intended. No information was provided regarding how or when the needle was broken. Upon close inspection, it appears that the proximal end of the needle is pushed inside the shaft, indicating that when the needle jammed inside the device, it was pulled out from the distal end of the device which broke the needle. This operation is beyond the design intent of this device. A DHR review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed another dissimilar complaint from this lot that was released for distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that during a rotator cuff repair surgical procedure, it was observed that the expressew iii w/o hook device did not work. According to the report, the event occurred due to the needle breaking off inside the gun and jamming inside. It was reported that the needle remained in the gun and never inside patient. There were no delays in the surgical procedure. It was reported that the procedure was completed with a spare device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.